Event description:
The customer reported that during the procedure, it was no longer possible to open the jaw of the device. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Add'l questions regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.